Event description:
It was reported that during engineering evaluation, it was observed that the small battery drive device had noise and sticky trigger. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger and unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the motor or electronic control unit assembly due to various worn components from normal wear out. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.